Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-01866. It was reported the patient suffered a csf leak during the trial implant procedure on (B)(6) 2017. The physician placed the first trial lead on the left side, without issue. While inserting the epidural needle to access the right side for the second lead, the patient suffered a csf leak. The second lead was not implanted. The physician decided to complete the procedure with the one lead and was able to capture effective coverage. The next day the patient was experiencing a severe headache. On (B)(6) 2017, the physician performed a blood patch and pulled the one trial lead implanted. Follow up information identified the patient is doing better and the headache is resolved. The device information is unavailable for the epidural needle.